Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The xience alpine everolimus eluting coronary stent system instructions for use states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified mid right coronary artery (rca). A 3.50 x 33 mm xience alpine stent delivery system (sds) was selected for the procedure. No issues were noted during unpacking, inspection and preparation of the sds. The sds was advanced to the lesion and the balloon was inflated three times. The sds was removed from the anatomy and under angiography no stent implant was observed in the lesion. It was discovered that the stent implant had dislodged during preparation and was found inside the protective sheath. Another 3.50 x 38 mm xience alpine stent implant was used to complete the procedure successfully. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.